Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. This is a non-sterile device with no expiration date. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hedgehog double bundle was used for scope cleaning on an unknown date. According to the complainant, during scope cleaning, the brush head of the double end channel brush dislodged from the handle and got stuck in the biopsy channel. The brush head was then removed by pushing it out of the scope using biopsy forceps. The scope cleaning was completed using another hedgehog double bundle. There was no patient involvement with this event.